Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 4 days, with symptoms described as redness, itching, "wetting," and swelling at the sensor site. The customer had contact with an hcp and was prescribed decoderm tri (fluprednidene, a corticosteriod and miconazole, an anti-fungal) for treatment.

Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. An extended investigation has also been performed. The investigation for the reported complaint determined that there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to the sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs(device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The DHR for the libre sensor kit and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Therefore, no malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been returned back for investigation. An extended investigation is pending and the final report will be submitted with the once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 4 days, with symptoms described as redness, itching, "wetting," and swelling at the sensor site. The customer had contact with an hcp and was prescribed decoderm tri (fluprednidene, a corticosteroid and miconazole, an anti-fungal) for treatment.